Event description:
It was reported that the 9800 system did not save the first cine run the tech took. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep could not duplicate the problem.